Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented to the clinic for follow-up, the device was post-paced t-wave oversensing. The oversensing was noted on a store egm. Programming changes were made. Device remains implanted.

Event description:
New information notes that the patient condition was fine after the programming changes were made. Induction testing was discussed but not performed by physician decision.